Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. Medical records were received and reviewed and the investigation of the reported event is currently underway. Medical records review: a vena cava filter was implanted via femoral access. No further records were provided regarding the status of the filter and the patient. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/ pulmonary embolism. At some time post filter deployment, it was alleged that the filter was unable to be retrieved. The current patient status is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review:the current IFU (instructions for use) states: g2® x filter removal -do not attempt to remove the g2® x filter if significant amounts of thrombus are trapped within the filter or if the retrieval hook is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. -remove the g2® x filter using an intravascular snare or the recovery cone® removal system only.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/ pulmonary embolism. At some time post filter deployment, it was alleged that the filter was unable to be retrieved. The current patient status is unknown.